Event description:
On behalf of the customer, the conmed representative reported issues with the vcare medium (34mm) cup #60-6085-201a, lot 202108061, recently experienced by (B)(6) hospital on (B)(6) 2021. Information received was that during a laparoscopic robotic total hysterectomy, the white shrink wrap (cuff) and balloon came of the shaft which then allowed the green cup to come off the shaft. All 3 pieces recovered from the patent and is being returned for evaluation. It is noted there was no impact or injury to the patient. The procedure was successfully completed with a 10 minute delay as they were looking for the components that fell off. Additional information received notes they were manipulating the uterus when issue occurred. The v-care had been in place in the uterus 45 mins and the surgeon was not finished using the vcare. The green cervical cup was not sutured in place when the issue occurred . No other information was provided. The additional information received does not impact the reporting determination. This report is still being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Investigation of the reported event is confirmed. Conmed received one 60-6085-201a in original packaging. Lot number of the device, 202108061, was verified via packaging. Visual inspection found the green cervical cup & blue uterine balloon detached from the vcare tubing. A review of the DHR found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number & failure mode. (B)(4). The instructions for use (IFU) provides the user information regarding proper care, use & monitoring of this device while being used. The cervical/vaginal cup locking mechanism must be locked at all times when using vcare for uterine manipulation. IFU also advises user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. The IFU also gives specific direction as to safely & carefully removing the vcare after use; dont use excessive force to avoid traumatizing the vaginal canal. There are 5 parts/components to the vcare cervical elevator retractor. Upon removing vcare, visually inspect the vcare device & patient to make sure the entire vcare device was properly removed & no components were retained in the patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the vcare medium (34mm) cup #60-6085-201a, lot 202108061, recently experienced by (B)(6) hospital on (B)(6) 2021. Information received was that during a laparoscopic robotic total hysterectomy, the white shrink wrap (cuff) and balloon came of the shaft which then allowed the green cup to come off the shaft. All 3 pieces recovered from the patent and is being returned for evaluation. It is noted there was no impact or injury to the patient. The procedure was successfully completed with a 10 minute delay as they were looking for the components that fell off. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.